Event description:
It was reported that the user¿s ilet insulin pump experienced a cracked and unresponsive touchscreen, consistent with external physical damage to the display assembly, rendering the device inoperable and requiring replacement. Symptoms included no reported hypoglycemia, hyperglycemia, or other adverse clinical effects, and blood glucose levels were reported as unaffected. Outcomes included temporary interruption of pump therapy with the user reverting to alternative insulin therapy without medical intervention or hospitalization. Investigation included collection of photos, verification of device identifiers and shipping details, and retrieval of the device for assessment. Investigation of this case revealed damage consistent with impact to the screen component, with no indication of device malfunction or alarm behavior prior to the physical damage. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device manufacturing or design.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.